Event description:
Device #2 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reporting that during an angioplasty procedure in a lower extremity, during pre-dilatation, a fox sv balloon ruptured. The balloon was completely removed from the anatomy. Then an agiltrac 4x80 was used but this balloon also ruptured. The agiltrac was completely removed from the body. The procedure was successfully completed using an agiltrac 4x100. There were no adverse patient effect. Though requested, no additional information was obtained.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1: the fox sv pta catheter (lot #465183), is being filed under medwatch MFR #9710478-2009-00006.